Event description:
During interrogation of an generator explanted and replaced prophylactically, it was noted that the settings were indicative of a faulted systems diagnostic test. It is currently unknown when the faulted test occurred. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Copies of the neurologist and surgeon's flashcards were received and the programming and device diagnostic history was reviewed on (B)(6) 2012, however no faulted systems diagnostic test or settings indicative of a faulted systems diagnostic test were observed. It was confirmed that all the available data had been sent to the manufacturer however the data ends on (B)(6) 2011, which is over a month prior to the generator being explanted and replaced.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed.